Manufacturer narrative:
Device evaluation: one level medfusion pump was returned for investigation in used condition. The reported alarm was evidenced in the event history log (ehl). The alarm was not reproduced during an occlusion test. The customer reported product problem was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump exhibited a backup audible alarm. No patient injury or complications were reported in relation to this event.